Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that it was unknown if there were any diagnostics/troubleshooting performed related to the event. There were no motor stall noted in the logs. The patient did not hear any critical alarm. The expected vs observed volumes were as follows; 2.7ml readout/8.1ml observed; 5ml readout/7.7ml observed; 5ml readout/9ml observed; 5.4ml/9.2ml observed. The drug was noted to be lioresal 2mg/ml and was 2mg/ml entire period (since 2019 when the pump was implanted). The patient did not report any return of symptoms. The initial reporter information was reported. The serial number of the pump was reported.

Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Country of event is norway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative, foreign) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient has a 40 ml pump where there is repeatedly 5 to 6 ml too much drug left in the pump reservoir then expected. No patient symptom was reported.